Manufacturer narrative:
Information contained in this report was previously submitted through asr on 15/apr/2017 and 22/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of rupture, capsular contracture and granuloma was received on july 17, 2017 without lot number 580553. Visual analysis of the returned device identify: brown and yellow particles in the shell, creases flat, wear abrasion, weight to the specification and opening extended in the shell. A microscopic analysis was performed which identify smooth opening on posterior, due to a fold flaw opening, and stress mark in the shell. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Healthcare professional reported left side "wrinkling," "implant palpability," "experienced a fall and is experiencing life side 'pain," "left side... Inflammation and swelling," "left side rupture," "capsular contracture baker grade IV," and "granulomatous inflammatory reaction and fibrosis, consistent with the stated origin." The events of "wrinkling" and "implant palpability" are not device related as the events are "due to patient's thin skin tissue coverage." The reported pain is not device related as it was first noted after the patient "experienced a fall." "Inflammation and swelling" are considered not device related as they "are secondary symptoms to the capsular contracture." The device has been explanted.